Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip at the grip base of grip tip. A piece approximately 14.19mm x 4.54 mm was found to be broken off. The broken piece was not returned with the instrument.

Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument jaw broke off. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument had no broken or damaged wires at the wrist, but one side of the jaws was completely snapped off. Material was missing or detached from the portion of the device that enters the patient¿s body, though it is unclear if a fragment fell into the patient¿s anatomy or if it was retrieved. It was unsure if there were any problems removing the instrument through the cannula and if a backup instrument was used. The exact date of failure is also unclear, as well as whether the issue caused a procedure delay or resulted in patient injury. No photographic images or video recordings are available for isi review, and the instrument was already shipped back late last week for evaluation.